Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which did not identify any abnormalities that could have contributed to the reported condition. No defects were observed during photo inspection. Due to the nature of the sample, no additional testing could be performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp i.v. Catheter extension set was cracked and the crack was seen ¿right under the female end of the extension¿. This was further described as ¿a visible crack on the female hub¿ (located at the junction of the tubing and the connector). This issue was identified during a patient infusion. The set was in use for 10 days. There was no patient injury or medical intervention associated with this event. No additional information is available.